Event description:
A discordant calcium result was obtained on the vista 500 instrument. The instrument flagged the discordant result, and automatically retested the sample. The discordant result was not reported to the physician. The corrected calcium rerun result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted siemens technical solutions center (tsc). After analyzing the instrument data, the tsc determined that the cause of the discordant result was probe alignment. The tsc instructed the operator to prime, clean and align the probes, and prime the pumps. The instrument is performing within specifications. No further evaluation of the device is required.